Event description:
At the repair bench it was found that there was no audio from the speaker. There was no pt involvement. There was no report of a pt injury or harm.

Manufacturer narrative:
Pr#: (B)(4).